Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as has irritations under both breasts from the garments cutting into them, areas are raw and feels like the garments are pinching. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.